Event description:
It was reported that when using the stapler with the refill, when triggering the trigger, the refill did not staple the tissue. Therefore, it was necessary to open a new refill, which was already in the operating room. There was no damage to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2024; d4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4) date sent: 11/13/2024. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: yes, the shot was triggered, but there was no tapping. 2. Did the device deliver any staples? No 3. If so, were the clamps formed correctly? - 4. If so, was the staple line complete? - 5. Did the device cut off? No. 6. If so, was the cut line complete? - 7. If so, was there a problem with the cut-offline? 8. Was there any difficulty opening the claws of the device? There was a need to activate the "reverse" functionality of the stapler.